Event description:
The customer reported that the system was coming up with "key stuck error" upon boot up. This may prevent the releasing the stuck key prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.